Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during clinical use the intra-aortic balloon (iab) had a "no trigger" issue. There was a patient involved, but no harm was reported.